Event description:
It was reported by service report that the footboard was not functioning. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Loose connection at main module.